Manufacturer narrative:
An event of early failure due to stenosis and regurgitation and replacement of 10 epic valves was reported. A more comprehensive assessment could not be performed as no devices were received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported from a user report that 10 possible epic stented valves were implanted on unknown dates. The valves were explanted due to stenosis or regurgitation a few years after implant. No patient specific information was provided. Additional information has been requested but cannot be obtained.